Manufacturer narrative:
(B)(4). The excor driving tube lot 00014979 was used from (B)(6) 2012 to (B)(6) 2013 for 257 days. The manufacture of the device line evaluated the driving tube and confirmed the leak. Visual evaluation of the driving tube under 10 x magnifications showed that the driving tube was broken at the tubing connection to the blood pump. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. The cause of the broken tube has not been determined. It was reported that the pt was "very active", therefore exposure of the driving tube to excessive external forces cannot be excluded. The pt was discharged from the hospital with the excor mobile driver and has been supported by the excor system since (B)(6) 2012. The excor mobile driver is not approved for use in the united states. (B)(4).

Event description:
At patient's home, alarm message e09 "air compensation overtaxed", connections were checked, it turned out that air was leaking at the passage to the hose connection. At this time, the patient was supported with the excor mobile driver. Patient adhered the driveline temporarily. He went to the clinic and the driveline was changed. The patient is doing well and is already released from the clinic an back at home again.